Manufacturer narrative:
(B)(6). PMA / 510(k) #: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes weren¿t filling up to the recommended line. No serious injury or medical intervention reported.